Manufacturer narrative:
(B)(4). Batch # r94026. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a total laparoscopic hysterectomy, a piece broke off inside the patient. The backside of the harmonic burnt off. It is unknown if the piece was retrieved from the patient. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary:the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information: when stated ¿a piece broke off inside the patient¿. Did the blade break off? No. Did the tissue pad break off? Yes. If the tissue pad broke off is the entire tissue pad missing from the clamp arm of the device? Only a segment of the tissue pad broke off. What efforts were made to locate the broken off piece during the procedure? Scrub staff states the section of backpad was removed from patient. Was this procedure converted to an open procedure? No. Are there any plans to locate the piece? Scrub staff states the back pad was retrieved from the patient. Was there any change in the patient care as a result of this event? No. What is the current patient status? Unknown.